Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The compressor passed all functional and safety tests and was cleared for clinical use. A diss air filter was connected. The root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the compressor generated alarm indicating a low pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).